Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the device kinked very badly in the patient." It was reported the wire was bent and slightly uncoiled. This was a single pass attempt with ultrasound. No medical intervention was required aside from another arterial puncture in a cardiac baby.

Event description:
The complaint is reported as: "the device kinked very badly in the patient." It was reported the wire was bent and slightly uncoiled. This was a single pass attempt with ultrasound. No medical intervention was required aside from another arterial puncture in a cardiac baby.

Manufacturer narrative:
(B)(4). The customer returned one radial artery catheterization set and lidstock for analysis. Signs-of-use in the form of biological material was observed within the needle hub. Visual analysis of the sample revealed that the guide wire had been fully deployed through the advancer tubing and the introducer needle. The distal end of the guide wire was kinked. Microscopic examination of the guide wire also revealed multiple offset coils. Despite this, the distal weld appeared spherical and intact. The most severe kinks on the guidewire body were 7mm and 10mm from the distal weld. The off-set coils were located 2mm, 12mm and 14mm from the distal weld. The guide wire length according to measurement c in the swg with handle graphic measured 4 10/16" which is within the specification limits of 4 7/16"-4 11/16". The guide wire diameter measured .385mm which is within the specification limits of .381mm-.404mm per the guide wire graphic. The IFU provided with this kit states the following: "trial advance and retract spring wire guide through needle using actuating lever to ensure proper function." An attempt to retract the guidewire back through the introducer needle was made. However, the guidewire encountered major resistance. This resistance was likely due to the offset coils on the guide wire. A manual tug test confirmed that the distal weld was secure and intact to the assembly. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit states the following: "trial advance and retract spring-wire guide through needle using actuating lever to ensure proper function." "Precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring wire guide damage." The customer report of a kinked guide wire was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the guide wire contained offset coils and was kinked towards the distal end. The sample passed all relevant dimensional testing. A device history record review was performed based on the lot number of the sample received, and no relevant findings were identified. Based on the condition of the sample received and the report from the customer, unintentional use error (undue force) either caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data: section d.1.-brand name corrected to arrow ra cath set: 22 ga x 1-3/8" section d.4.-catalog# corrected to ra-04122.